Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device displayed a "poor pad contact" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electrode pads were not returned to zoll medical corporation for evaluation. However, visual data of the customer's report was provided by the customer. The report was observed during review of the visual data. An investigation was conducted on retained samples of lot 2721 for the customer's report. Based on the evaluation of the retained samples it was concluded that the samples were assembled according to specification without duplicating the report. Analysis of reports of this type has not identified an increase in trend.